Event description:
Caller states that the patient tested >8.0 inr on the device while a lab returned as >2.0 inr (exact result not provided). Caller was unsure of the timeframe between the device result and blood drawn for the lab. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.